Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens. The lens trailing haptic tore off upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. Surgery was completed with another lens.

Manufacturer narrative:
Results - (other): visual inspection of the returned product showed that one lens haptic is torn off along with part of the lens optic and were missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, specific root cause of the event could not be determined. It shold be noted that the injector and cartridge were not returned for evaluation.